Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The date of event has been estimated based off the customer stating that the event occurred a couple weeks from the date of this report. (B)(4).

Event description:
The customer stated that the ventilator turned off on a patient a couple of weeks ago. The patient was switched to another ventilator and there was no reported harm to the patient. At the time of the reported event, the ventilator was plugged into alternating current (ac) as its power source.

Manufacturer narrative:
The vela power supply was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. A root cause is unable to be determined.